Manufacturer narrative:
A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. The user reported skin irritation caused by the clear adhesive patches.the hcp was aware of the irritation and prescribed protopic healing cream and mupirocin for the irritation. No further resolution was necessary for this complaint.

Event description:
On 17 may 2024,senseonics was made aware of an incident where the user reported irritation while using clear adhesive patches but there are no visible symptoms.user was prescribed with antibiotics(protopic healing cream and mupirocin) by the hcp for the irritation.